Event description:
It was reported fluid was backing up in a novum iq large volume pump. In the trauma intensive care unit (ticu) the "nurse set up a new tubing for three separate pressors and infused all three pressors into one MRI extension tubing with five extensions¿. The nurse switched the original pressor lines with new pumps and tubing with all 3 pressors completely primed throughout all tubing. When connected to the same lumen on the "csc", the MRI tubing was backed up with blood ¿by at least 120 inches¿. The patient decompensated with a systolic blood pressure in the ¿30¿s¿. The patient was switched back to the original tubing and pumps and the patient's blo. D pressure ¿started to come back up". No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.